Event description:
An infant being treated with the model 3100a extubated itself. After re-intubating the pt, when placed back on the 3100a, the operator could not discern any chest movement. Ultimately, the pt was placed on a conventional ventilator without any compromise stated.